Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the footswitch was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The footswitch has not been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9 735800, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the footswitch was not providing feedback to the navigation system. There was no patient present when this issue was identified.